Event description:
The company was informed that the pt's device began to extrude through the skin. This device was implanted next to another device that had osseointegrated into the mastoid bone. Surgery was performed to reposition the current device after removal of the osseointegrated device. Device initial stimulation of the current device has been scheduled.